Event description:
On 07/10/2000, the hosp forwarded a copy of medwatch form. The description on form was "pt on telemetry found pulseless with no respiration. Possible missed connection between terminal box and cable."